Event description:
The pt presented in 2003 with signs of an infection of the device pocket. These included redness, swelling, drainage, pain, incisional wound opening, and pocket erosion. A culture of the device pocket was positive for coagulase negative staph - the pt did not have meningitis. The pt was treated with both IV and oral antibiotics and total device system explant. The pt outcome was reported as "device removed."